Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the poor image was due to a faulty charge coupled device. In addition, the connector tip was chipped. Also, there were kinks and knots on cable and the body cover was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head produced bad image quality. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty charge-coupled device could not be identified. Olympus will continue to monitor field performance for this device.